Event description:
Patient underwent aaa repair in 2007. One flex main body graft and two iliac leg grafts were placed with no complications. Two days later, patient developed acute ischemia and passed away. When physician opened patient, he saw that there had been a lack of blood flow to the intestines. The physician was unsure if the sma was occluded as the family declined an autopsy.

Manufacturer narrative:
Evaluation: still under investigation.